Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d3( manufacturer fax). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The root cause of the injury was unable to be determined due to insufficient clinical details. The root cause of the product damage to the catheter was not determined due to inconclusive evidence from the provided clinical details and unreturned product for further investigation. The root cause of the product damage near the red plug and missing 3rd fixation was not determined due to inconclusive evidence from the provided clinical details and unreturned product for further investigation.

Event description:
Clinical narrative: an impella 5.5 was inserted via the axillary site graft to support the 64 year old male patient who had been admitted into the medical center with indication of cardiomyopathy, presenting in scai stage c shock. Prior to the support the patient had been supported by inotropes and vasopressors. The patient was supported by the 5.5 while bridging to heart transplant. During the support there was an access site infection, they monitored the site and cellulitis was diagnosed. The patient had edema and was treated by antibiotics for 12 weeks. While on the support there was pump damage observed as there was noted wear and breakdown. The pump was kinked and was noted be in an "accordian kink". The team kept the pump on for the support until there was a successful heart transplant on day 31. This was well outside of the indicated use of the impella 5.5. The patient survived to transplant.

Event description:
Clinical narrative: (updated 2026-5-15). An impella 5.5 was inserted via the axillary site graft to support the 64 year old male patient who had been admitted into the medical center with indication of cardiomyopathy, presenting in scai stage c shock. Prior to the support the patient had been supported by inotropes and vasopressors. The patient was supported by the 5.5 while bridging to heart transplant. During the support there was an access site infection, they monitored the site and cellulitis was diagnosed. The patient had edema and was treated by antibiotics for 12 weeks. While on the support there was pump damage observed as there was noted wear and breakdown. The tubing near the red plug was resecured. The pump was kinked and was noted be in an "accordian kink". The team kept the pump on for the support til there was a successful heart transplant on day 31. The pump was function leading up to the transplant and the team did daily echo imaging to ensure the pump placement. This use, to day 31, was well outside of the indicated use of the impella 5.5. The patient survived to transplant.

Manufacturer narrative:
Updated information: b5 clinical narrative updated.

Event description:
Us complainant reported the patient was on impella 5.5 support. While on support, placement signal not reliable alarm occurred. Audio was disabled. No reported patient harm.

Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The pump was not returned for investigation. The data log shows the placement signal was lost on 11/29, with all optical signal parameters indicating a hard failure trend related the damaged optical signal fiber line. Clinical also confirms that a large accordion kink was noted on the catheter at the red plug. The cause of the optical signal issue was most likely damaged optical fiber line, based on given clinical details and data log review. A review of the device history record (DHR) for the suspect device and historical complaint data was conducted. This review revealed that the product met all manufacturing release criteria, and no product deficiencies were identified at the time product was manufactured and released to the customer. All pertinent information available to abiomed has been submitted at this time.